Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing due to motor error alarms. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after it had been exposed to a magnetic resonance imaging machine. The customer also reported that she had been hospitalized due to pneumonia. The customer's blood glucose was 277 mg/dl. The customer stated that the insulin pump prompted her to set the time and rewind when she received the alarm. The customer was able to complete the rewind sequence. She stated that when she went to get her magnetic resonance image taken, her doctor told her to take the insulin pump off but this was after she had been in the machine for a while already. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.